Event description:
(B)(6) stated that the l-3xb scooter allegedly lunged forward causing the user to fall down the stairs.

Manufacturer narrative:
Invacare consumer affairs talked to the dealer who stated that they received two different versions of the story from the daughter and the consumer. Version 1 (consumer): the consumer lives in an apartment complex. The consumer was exiting her building. She drove through sliding doors. They slide back and forth (glass doors). The patient stated that the door did not open all the way. The scooter allegedly was caught and the door pushed her against the wall causing the scooter to flip and land on top of her. Version 2 (daughter of consumer): the consumer was exiting the building. Glass doors are sliding into the interior of the building. The scooter allegedly took off on its own through the doors causing the consumer to drive down the steps. The unit then flipped on top of her. The doors open and then there is an area of 3-4 feet of flat surface and then there are steps. There is a handicap ramp to the left of the doors. The dealer stated that their technician went out to look at the scooter. The only thing it needs is velcro that holds the shroud in place. The dealer is replacing this. The technician did not find anything wrong with the unit. The unit is functioning properly. When asked about injuries, the dealer stated that the consumer allegedly sustained crushed shoulders, elbow, knuckles, and an injured foot that she cannot put pressure on. The consumer has been released from the hospital. The consumer still needs to go to therapy and the doctor to see what they are going to do with her shoulder. The consumer still has the unit. Consumer affairs advised the dealer that invacare would like to bring the unit back for an investigation.